Event description:
It was reported by critical care nurses in an online survey stated that indicated the ellik evacuator was not successful in urological tissue and or debris evacuation because did not clear out all the clot and had to use an alternative option.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Labelling review is not able to be performed as the product number is unknown. DHR is unable to be performed as the lot number is unknown. No additional actions can be taken at this time. Corrections: f, h the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that critical care nurses reported in an online survey stated that indicated the ellik evacuator was not successful in urological tissue and/or debris evacuation because did not clear out all the clot and had to use an alternative option.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.